Manufacturer narrative:
A4 is unknown. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
An impella 5.5 device was inserted via the right axillary artery in a 47-year-old female patient presenting with cardiomyopathy. The patient had a history of prior coronary artery bypass grafting (CABG), known coronary artery disease (cad), and dialysis. The patient¿s clinical state prior to initiation of support was identified as scai shock stage e. The patient had a hemorrhagic stroke. Other contributing factors included heparin use. The decision was made to withdraw care, and the patient expired. Cerebrovascular accident may occur due to underlying critical illness, severe cardiogenic shock, prior coronary artery disease and anticoagulation exposure. The device will be conservatively reported for death; however, the death is most likely attributed to the patient's underlying critical clinical condition as the patient presented in scai shock stage e.

Manufacturer narrative:
Added: d3. Corrected: d4 (catalog & serial). Pdi/cerebrovascular accident: the cause of the injury was not determined due to insufficient clinical details.